Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left basilic vein. A 6.00mm x 2.0cmx 90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in a pinhole form at the center part upon first inflation at 6atm for 5 seconds. The balloon catheter was removed, and re-inflation was performed at 6atm with a separate 6mmx2cm pcb. The balloon was inflated without any problem, and the procedure was then completed as good dilatation was obtained with contrast confirmation. No complications reported and patient was in good condition after the procedure.